Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). The oversensing resulted in pacing inhibition. Programming changes were discussed, no intervention was reported. There were no patient consequences noted.